Manufacturer narrative:
(B)(4). The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined. However the customer troubleshoots the device and fault was detected. As a resolution customer order new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator does not work as it should be. Turbine differential pressure and exhalation pressure calibration was performed, but the system has low peep (positive end-expiratory pressure) and vent inop (ventilator inoperable) fault. There is no patient involvement associated with this incident.